Event description:
Event reported as: it was noted on the first adjustment that the port felt mobile. During the port revision, the rapidport ez was removed; it was noted that the staples were completely retracted in the port. The port was re-fixed with the rapidport ez tool and the surgeon also put in two sutures to ensure it doesn't move again. The port remains implanted and will not be returned at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the pt info has been requested. Device labeling addresses the reported event of displacement as follows: "access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the pt or the x-ray equipment until you obtain a perpendicular, overhead (0 degree) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled." "Warnings: failure to secure the band properly may result in its subsequent displacement and necessitate reoperation." "Caution: the access port must be securely fastened to the pt's rectus fascia with all four of the stainless steel anchors firmly embedded in the pt's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery."